Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The control unit, motor housing, working length, tip housing/tip were microscopically examined. The coil part of the distal tip was damaged and broken. The tip was pulled out of the tip housing. The connection cable for the truepath device was received unplugged from the control unit. The connection cable was plugged into control unit and functional testing was attempted; however, the control unit would not turn on. The control unit was opened and the battery was replaced. The device turned on and all the led lights lit up, the red alarm lamp kept lighting up on and device kept beeping at that time. The normal audible noise was heard, meanwhile the device vibrated but the tip did not rotate. The control unit was switched out and tested with the truepath device; however, the same event occurred. The motor housing was dismantled and it was found that the drive shaft was kinked near the coupler. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that the rotation resistance was not detected properly. The chronic totally occluded target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery (sfa). A truepath¿ crossing device was selected for use. During procedure, it was noted that three lamps lit up. Furthermore, even though the device was pulled back inside the rubicon catheter, the three lamps continuously lit up. The catheter was disconnected from the controller once and the reset button was pressed; however, the issue was not resolved. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the coil part of the distal tip was broken.